Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission showing non sustained lead noise due to post paced t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egm. The patient will be monitored. The device remains implanted.